Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made, however, the customer did not respond. Reportedly, the customer replaced the pump supplies and resumed insulin therapy. Customer's blood glucose was 80 mg/dl.